Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that there was a cracked battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/20/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/08/2014 with the following findings:a visual inspection of the pump showed multiple cracks at opening of battery chamber and below the finger pad extending down to the primary seal. The battery compartment was found to be leaking and evidence of corrosion was found in the compartment. The pump cover was opened and no moisture damage was found internally.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).